Event description:
At the end of an afib ablation procedure, it was reported that a pericardial effusion had occurred. The effusion was discovered approximately 2 minutes after the occurrence in conjunction with the last lesion applied on the patient. The effusion was confirmed by using an ice catheter. The physician performed a pericardiocentesis to drain the fluid from the patient's epicardial sac and then stopped the coagulation. The patient was stable at the end of the procedure.

Manufacturer narrative:
The facility did not indicate any malfunction with any of bwi products and requested that the equipment involved in this event be serviced as a preventative measure. The single use products involved in this event have been discarded by the facility and no further investigation is possible for these products. Any further information received from the customer combined with any product returns or malfunctions discovered in the future will be relayed to the FDA via 3500a supplemental report as required. Concomitant products: carto 3 system: catalogue # fg540000, (B)(4). Stockert 70 rf generator: catalogue # s7001, (B)(4). Coolflow irrigation pump: catalogue # cfp002, (B)(4). Navi-star thermo-cool electrophysiology catheter: catalogue # ni75tcfh, lot # unknown. Webster duo-decapolar electrophysiology catheter: catalogue # d728260rt, lot # unknown. Soundstar 10f-90 ge: catalogue # sndstr10, lot # unknown. (B)(4).